Event description:
It was reported that the pulse generator went into backup vvi. It was noted that the device was exposed to electrocautery. The device was explanted and replaced.

Event description:
The report indicated that the customer experienced consecutive high bg's (285-345 mg/dl) within two hours of activating a new pod. The cannula was noted as being "bent", though no alarm was initiated. Correction boluses were administered, which were effective at lowering her bg levels. The pod will be returned for eval.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.